Event description:
Proximal type I endoleak noted on completion angiogram. Physician initially tried to resolve the leak by additional ballooning and then placed another manufacturer's stent. However, the leak was not resolved.